Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise, high lead impedance and a decrease in sensitivity were noted. Patient was brought into clinic for further evaluation. It was noted that the impedance was out of normal values. No intervention has been done as the lead remains implanted and will be monitored. The patient is in stable condition.